Event description:
It was reported that patient underwent an unknown procedure on an unknown date in 2025. The surgeons had no issue putting the protection sleeve in. It was able to go down to bone. They inserted the reamer and had some resistance which they thought the reamer is already on bone and hence they started reaming. However, after they start reaming they had a lot of resistance and checked the x-ray. They saw that the reamer was stuck in the center of the sleeve, possibly because the patella was pressing against the compressible sleeve, making it hard for the reamer to pass through. After reaming the surgeon put the synream wire in and wanted to measure, but then no matter how hard they try to push the measure rod in, it got stuck in the center of the protection sleeve. The surgeons tried to use the mallet to gently mallet it down but the whole inner metal layer became dislodged from the protection sleeve. It was taken out and the where the metal sleeve was reamed, there was a big hole on the sleeve. Reaming continued without the sleeve. Procedure was completed successfully with no delay. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: photo investigation: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation of "03.043.033s, protection sleeve f/nails ø8-11 flex lon" revealed that the device has broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. But the other reported event can not be confirmed. As, the provided evidence was not sufficient to confirm the reported event of unable to assemble or disassemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the protection sleeve f/nails ø8-11 flex lon would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): product code: 03.043.033s. Lot number: 10389538. Release to warehouse date: 20.aug.2024. Expiration date: 01.aug.2029. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.